Event description:
Further clarification was provided indicating the leak occurred during priming. There was no patient involvement (or blood loss) associated with the event. The fluid that leaked was either priming solution or dialysate. The leak was coming from the dialysate inlet port, at the welding. The leak was about ¿1 cm above the target base of the filter¿ [sic].

Manufacturer narrative:
Additional information: b5, h10 additional information: based on the new information, this event does not meet the criteria for a reportable event. Following the priming leak, the machine was re-setup with new supplies, and then a machine error occurred which resulted in blood loss. The blood loss event has been captured by a separate MDR; see MFR report#: 1225714-2023-00034. There will be no further updates provided on the priming leak.

Event description:
It was reported to fresenius that a patient was undergoing continuous veno-venous hemodialysis (cvvhd) therapy in the intensive care unit (ICU) when a ¿broken filter¿ with blood leakage/blood loss was discovered. The cvvhd treatment was immediately terminated, and the patient¿s extracorporeal blood volume was not returned. The total estimated blood loss (ebl) was reported as < 200 ml (blood) and < 300 ml (plasma), for which the patient required the transfusion of one unit of red blood cells (prbcs). A visual inspection of the filter housing did not reveal any abnormalities or defects; however, the sample was not available for manufacturer evaluation. Multiple efforts to obtain additional information were made, and thus far no further details have been provided.

Manufacturer narrative:
Plant investigation: the sample was not returned for evaluation and no meaningful pictures were provided for review. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. Due to 100% testing, it is highly unlikely to detect a failure in a retention sample. Furthermore, only a small number of reserve samples are available. Therefore, the retention sample analysis was not done. Although dialyzers are 100% tested for leaks (bubble-point and air testing during sterilization), leakages due to adverse environmental conditions or mechanical stress during treatment can occur in very few cases. A device history record (DHR) review was performed, and all products were found to be conforming to specifications. During the review, no relationship with the reported failure mode could be found. Based on the available information, the complaint has been confirmed and the cause was traced to manufacturing. Clinical investigation: a temporal relationship exists between cvvhd therapy utilizing the ultraflux av 1000 s, and the serious adverse event of blood leak/blood loss (total ebl = < 500), which required the administration of a unit of rbcs. A visual inspection of the ultraflux av 1000 s did not reveal any abnormalities or obvious damage; thus, the definitive cause of the serious adverse events could not be determined. However, the blood leak/blood loss event occurred during cvvhd therapy, therefore a possible causal and/or contributory role cannot be excluded. Limited follow-up information was obtained, which precluded a more in-depth clinical investigation. Based on the limited information available, the ultraflux av 1000 s cannot be disassociated from the serious adverse event. Without hospital records, machine repair logs, a discharge summary, treatment records and/or a manufacturer evaluation of the suspect product, this clinical investigation cannot disassociate the ultraflux av 1000 s from the serious adverse event.